Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's doctor reported that the customer is hospitalized. Doctor stated that the insulin pump was not delivering insulin. It was explained that the no delivery could be related to a site or infusion set issue. It was stated that the customer was going to be hospitalized for two weeks. It was stated that the customer did not have supplies available to troubleshoot and there was nothing in the insulin pump. It was advised that the customer could get in contact to troubleshoot, provide the device serial number and order emergency supplies. No further information reported.